Event description:
The biomedical engineer (bme) reported that they are having issues with this particular bedside not saving the art line readings into the nibp trend (historical data). They wanted to speak to a clinician to learn how to set up the nibp trend to view specific readings at different time frames. He states he gets nibp waveforms but not numerical values. They also mentioned that a patient coded and wanted to pull up the data after they were discharged. Nihon kohden technical support (tech support) called back and was told by another biomedical engineer (bme) that the bme that initially called no longer works there. They stated that this happened due to the incorrect naming of the specific parameter. Once the parameter was renamed, the parameter then transferred its data to the correct field. There was no issue with data gap as it had been saving, just under incorrect parameter and field. There was no device failure, and there was no instance of a device having sudden drop in saving data. All data was being saved. Logs do not need to be collected as alarms and patient data being saved worked during time of event. The second bme that tech support spoke to also does not know the status of the patient that coded.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the art line readings were not saving in the nibp trend (historical data) on one bedside monitor (bsm). They were getting nibp waveforms but not numerical values and wanted to learn how to set up the nibp trend to view specific readings at various time frames. They also mentioned that a patient had coded and wanted to pull the data after the patient was discharged. During a follow-up with the customer, they clarified that the issue was due to the incorrect naming of the specific parameter. Once the parameter was renamed, the data then transferred to the correct field. There was no issue with data gap as it had been saving, but under the incorrect parameter and field. There was no information given on the status of the patient that coded. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the art line was missing in the trend data. During follow-up with customer, they clarified that the issue was due to the incorrect naming of the specific parameter. The art line data was not lost but it was being saved in a differently named parameter. Based on the available information, the most probable cause of the issue is incorrect settings. The customer was able to resolve the issue after renaming the parameter the issue is related to incorrect settings. There is no malfunction of the nk device.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with this particular bedside not saving the art line readings into the nibp trend (historical data). They wanted to speak to a clinician to learn how to set up the nibp trend to view specific readings at different time frames. He states he gets nibp waveforms but not numerical values. They also mentioned that a patient coded and wanted to pull up the data after they were discharged. Nihon kohden technical support (tech support) called back and was told by another biomedical engineer (bme) that the bme that initially called no longer works there. They stated that this happened due to the incorrect naming of the specific parameter. Once the parameter was renamed, the parameter then transferred its data to the correct field. There was no issue with data gap as it had been saving, just under incorrect parameter and field. There was no device failure, and there was no instance of a device having sudden drop in saving data. All data was being saved. Logs do not need to be collected as alarms and patient data being saved worked during time of event. The second bme that tech support spoke to also does not know the status of the patient that coded. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are having issues with this particular bedside not saving the art line readings into the nibp trend (historical data). They wanted to speak to a clinician to learn how to set up the nibp trend to view specific readings at different time frames. He states he gets nibp waveforms but not numerical values. They also mentioned that a patient coded and wanted to pull up the data after they were discharged. Nihon kohden technical support (tech support) called back and was told by another biomedical engineer (bme) that the bme that initially called no longer works there. They stated that this happened due to the incorrect naming of the specific parameter. Once the parameter was renamed, the parameter then transferred its data to the correct field. There was no issue with data gap as it had been saving, just under incorrect parameter and field. There was no device failure, and there was no instance of a device having sudden drop in saving data. All data was being saved. Logs do not need to be collected as alarms and patient data being saved worked during time of event. The second bme that tech support spoke to also does not know the status of the patient that coded.